Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. The 1.5x20mm sterling es balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at an unknown pressure. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed a hole in the balloon. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a hole/perforation in the balloon near the marker band. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. The 1.5x20mm sterling es balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at an unknown pressure. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.